Event description:
It was reported that a patient presented with loss of sensing noted on the patient's right atrial lead. The lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing found the high resistance outer coil due to the broken filers consistent with procedural damage.